Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an out of range shock impedance measurement, measuring greater than 125 ohms. The impedances have been on a gradual rise both the pacing and shocking. Boston scientific technical services (ts) discussed possible lead issue related to calcification/tissue interaction. It was reported that the physician increased out of range alert and that the patient will continue to be monitored.